Event description:
The customer reported that during a radical cystoprostatectomy, after the jaws were cleaned, the knife blade was exposed and the jaws would no longer open. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.